Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect following an implant. It was reported that the device was implanted too deep and was unable to synch with the charger. There was a loss of coverage due to battery depletion due to being unable to recharge the ins battery. On (B)(6) 2011, the ins pocket was revised and the ins was repositioned. The pt recovered without sequela. The ins was functioning normally. It was reported that the pt was still having issues regarding her device and was seeking assistance.